Manufacturer narrative:
Device evaluation: analysis of the returned device identified a delamination of the valve, a crease fold, a wear abrasion, an opening on the radius and brown biological tissue. Microscopic analysis was performed which identified a delamination (>75% total separation) and a sharp crease opening on the radius. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure). An opening crease sharp on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.